Event description:
It was reported that during a laparoscopic kidney resection after firing device, the staples did not form properly. The device would not open and could not be removed from the tissue. This event extended the o.r. Time for 1 hour. There was no other pt consequence.